Event description:
Boston scientific received information that this pacemaker exhibited a magnet rate that was lower than the rate that was expected based on battery voltage. Boston scientific technical services recommended monthly monitoring. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This pacemaker was eventually explanted and replaced without any further allegation made in relation to this event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. A visual inspection of the header and case noted no anomalies. The pacemaker was found to have no pacing output and no telemetry due to the battery having been completely depletion. On the date of the allegation, the pacemaker had been implanted for approximately 13.7 years ¿ exceeding the expected longevity. Fluctuations in the magnet rate, battery voltage, and longevity remaining may have been the result of programming changes or testing performed during the follow-up session, in addition to a normally depleting battery. Overall, analysis was able to conclude that the pacemaker met specification and the battery had depleted normally.